Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release.

Event description:
During eval, the force sensor was found to be out of calibration.